Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, 6 heartstring iii devices failed to load as the seals remained inside the loading devices when the delivery devices were removed. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the devices in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are returned. A lot history record review was completed for the reported product lot number. There was no nonfonformance recorded in the lot history. (B)(4).